Manufacturer narrative:
Method - device not returned; follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure on (B)(6) 2010. The procedure was completed successfully with no injury and good patient outcome. The patient went home and presented later with "spondolythsis and epidural abscess". The infection is at the treated level. The infection was drained and patient was treated with IV antibiotics. As of (B)(6) 2011, the patient was still in the hospital. Patient's current status is unknown. No additional information was reported.